Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma, and lymphadenopathy.

Event description:
Health professional reported left side capsular contracture, baker grade unknown, axillary lymph nodes up to 0.8cm in the shortest axis, nodule and intracapsular fluid bilaterally. The device remains implanted

Event description:
Additional information noted capsular contracture, baker grade ii.